Manufacturer narrative:
B1: updated from malfunction/adverse event to adverse event only. Additional information was received that the pump had been used since (B)(6) 2023 to administer oxycodone to the patient in palliative care. The patient¿s family had obtained the codes for setting the parameters of the pump and changed the dosage when they wanted to reduce the dose on (B)(6) 2023. The patient died a few hours later. The reporter confirmed that the death was unrelated to the device or change in dose. Upon medical review, it was concluded that the information received appeared to exclude the device as the cause of the patient event.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the user interface; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial/lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that as part of the care of the patient, end-of-life context in pediatrics, two patient-controlled analgesia were provided. Per reporter during the patient's hospitalization, the administrator codes were provided by the family service nurses. It was reported that subsequently, on returning home, the parents modified the pump settings in contradiction to the prescription and settings made by the nurses. Information was not provided on how the settings were modified. The patient passed away. No information has been received to date regarding the reason for the patient's death. Upon medical review, there was no indication that a device malfunction caused or contributed to the patient death. Additional information has been requested.

Manufacturer narrative:
B2: date of death unknown. B3: event date unknown. D4: catalog, serial, UDI number unknown. G4: 510k number unknown. H3: device not received by manufacturer. H4: device manufacture date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Related mrn: 3012307300-2024-00209-00.